Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose (bg) level was 501 mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.